Event description:
Polyax tower was engaged in distal end of plate for screw insertion. Upon removal of tower, a piece of the threads was still in the plate, in the polyaxial bushing hole. The hole wasn't filled.

Manufacturer narrative:
A depuy (B)(4) material scientist examined the returned product and confirmed the fracture occurred at approximately 3mm from the tip end. A vertical slot divided the drill guide tip into two halves. One half of it was fractured. Ductile dimples and shear dimples in the fractured surface indicated that the drill guide was fractured due to overload. Fracture of the drill guide due to overload indicated that a force was applied exceeding the ultimate strength of the material. Average hardness measured in 3 locations was 50 hrc, which meets the requirement on engineering drawing. No material defects were observed on the drill guide fracture surface that could have contributed to fracture. A two-year search of the complaint database did not identify a trend. Review of the inspection records found no manufacturing deviations or rejections. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.